Event description:
It was reported that during an unknown procedure, the staples were malformed. The surgeon changed to use another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).